Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed brief low flow alarms; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings, reported events (stroke, patient outcome), and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 05:40pm through (B)(6) 2019 at 12:10pm. Brief low flow alarms were captured on (B)(6) 2019 at 10:16am and 10:34am. Estimated flow was captured at 2.4 lpm for these events. Additionally, a no external power event was captured on (B)(6) 2019 that appeared to be associated with a loss of power to the mpu (investigated under pi-2019-0264456-02). No additional atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the file. The pump appeared to be operating as intended. The center reported that the patient had a potential syncopal episode. It was later reported that the cause of the low flow alarms was not identified. The patient was asymptomatic at the time. The patient ultimately expired on (B)(6) 2019 due to a stroke on one side, then another stroke on the other side. The patient¿s expiration was ¿not certainly¿ device-related, and the device reportedly operated as expected. No equipment was exchanged. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and outlines the recommended anticoagulation therapy and inr range. The IFU also explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. This document contains information about the system's alarms (including low flow hazard alarms). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was originally admitted for low flow events on (B)(6) 2019. It was later reported that the patient expired on (B)(6) 2019 due to a stroke. The device operated as intended and will not be returned for evaluation. No further information was reported.